Event description:
Pt had ross flexiflo lap j-tube placed using flexiflo prepackaged kit. Port-a-cath also inserted for treatment of adenocarcinoma of esophagus. Fasteners failed. Pt had to undergo an open abdominal placement of standard j-tube several hours later.